Event description:
Patient underwent scheduled robotic assisted cholecystectomy. Gallbladder removed without compilation. Following removal of trocars and instruments, robotic instruments inspected and discovered the curved scissors were broke. Determined no missing pieces. No harm to patient.